Event description:
It was reported that patient presented in clinic after receiving notifier for hvli. The measurements have been oor since the patient was involved in an automobile accident. Physician stated that there was swelling around the pocket area and device was exposed to blunt impact. Patient notifiers have been turned off and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.